Manufacturer narrative:
This MDR was submitted in error. The defective barcode cannot cause any serious injury or malfunction.

Manufacturer narrative:
The MFR report # should have been submitted as 9617032-2017-00140. The MFR report # 9617023-2017-00140 is incorrect.

Manufacturer narrative:
(B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective labels with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for defective labels was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: evaluation of the returned photographs indicated that two labels had been applied to the same tube. This suggests a timing issue with the label application process resulting in the label defects identified. This can occur if a tube is missing and the sensors designed to detect this do not. This means that as a label was dispensed the next tube through receives two labels.

Event description:
It was reported that there were defective barcode labels; double/different barcode labels on one bd vacutainer citrate tube. No serious injury or medical intervention.